Event description:
The reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. There was no adverse impact. It is unknown whether sound was available from this monitor on the reported event date. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.